Event description:
The international customer reported the ventilator would not function on ac power and the ac mains and battery led indicators kept flashing. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service provider replaced the power supply to address the reported problem.